Event description:
The initial reporter received erroneous ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz on a cobas 6000 c 501 module. For patient (B)(6), the initial ggt result was -1 u/l with flag. The repeat result with auto dilution was 166 u/l. The second repeat result on a new reagent pack was 61 u/l. For patient (B)(6), the initial ggt result was -98 u/l with flag. The repeat result with auto dilution was 122 u/l. The second repeat result on a new reagent pack was 28 u/l. For patient (B)(6), the initial ggt result was -11 u/l with flag. The repeat result with auto dilution was 156 u/l. The second repeat result on a new reagent pack was 38 u/l. For patient (B)(6), the initial ggt result was -29 u/l with flag. The repeat result with auto dilution was 168 u/l. The second repeat result on a new reagent pack was 12 u/l. The repeated auto dilution results for patients (B)(6) were reported outside of the laboratory. The second repeat result on the new reagent pack was deemed correct for all patients. The initial and new reagent pack lot was 610466 and the expiration date is 31-oct-2022.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer was centrifuging samples for 5 minutes, which is less time than the manufacturer's recommendations. It was found that the gear pump pressure was below the acceptable threshold. The gear pump was replaced and preventative maintenance was performed. The precision test results suggest an issue with cell rinse functionality. Calibration and qc were acceptable. The customer has had no further issues since the reagent was replaced. A hardware issue could not be ruled out. A general reagent issue has been ruled out as calibration and qc were acceptable. The investigation determined that the most likely root cause is the deterioration of the reagent pack due to handling and storage conditions.